Manufacturer narrative:
The customer reported that their central nurse's station (cns) rebooted on its own after which it displayed a "monitor network service disconnected" error. Nk ts advised the customer to perform another reboot, which allowed the device to launch into software. The cns was monitoring bedside monitors at the time. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) rebooted on its own after which it displayed a "monitor network service disconnected" error.